Event description:
It was reported that a pump displayed air in line alarms. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter's device eval is in progress. When complete, a supplemental report will be submitted.